Manufacturer narrative:
Based upon the investigation findings, the reported event has been inconclusive. The devices remain in the patient. There was no medical documentation or images provided. A manufacturing record review was performed. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, the root cause could not be determined based upon available information.

Event description:
It was reported that approximately 30 months post implant of a bifurcated device, and an infrarenal aortic extension, an endoleak was identified. Reportedly, an endoleak was identified distally, and the physician elected to treat the patient with a limb extension, and sealed the endoleak. The patient is doing fine.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.